Event description:
Found a hole in the table drape of cysto pack. Supplies and pack removed from room and new pack obtained. No delay in procedure. Pack ref #sot12cymfa, lot#310850, exp: [redacted date], manufacturer- cardinal health.